Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to a "door not fully latched" message, which was reproduced during baxter's eval. The message was found to be caused by loose upper link screws. The link screws were replaced.

Event description:
It was reported that a spectrum pump had a "door latch error." It was also reported there was no pt incident.